Event description:
Per oos, the lv lead had impedance grater than 3000 ohms and loss of capture. The physician stated that he wanted to replace the device because the impedance issue might be related to a header issue. However, due to a 20 year old mva injury, the physician speculated that this might have led to a clavicular crush of the leads. Lumax 340 hf-t, (B) (4), MDR 1028232-2009-01464; linox sd 65/18, (B) (4), MDR 1028232-2009-01648.